Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation. The results of this investigation did not change the harm identified during intake.

Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-8926t tightrope began tearing apart upon tightening. This occurred during an unspecified procedure, on (B)(6) 2022.